Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery, and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. However, the insulin pump was received with cracked reservoir tube lip and cracked reservoir tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an issue with a motor error alarm and the customers pump. It was reported that during priming, the customer received the motor error alarm. It was also reported that the drive support cap appeared to be damaged. It was reported that the customer's blood glucose level was 300 mg/dl. It was reported that the customer will be returning the pump for analysis and a replacement would be sent out.